Event description:
Per raised with minimal information. The surgeon, reported via our sales rep that he has a concern about the design of the units. The surgeon reported via the sales rep that the curvature of the nail should not be indicated for elderly patients with large curved radius of the femur. It is further reported that the distal part of the nail went through the anterior cortex of the femur. Further information has been requested.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available, it will be reported on a supplemental report.